Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that implant at tooth site # 28 was placed on (B)(6) 2020, on (B)(6) 2020 during post op appointment, patient complained of soreness but wound looked good, recommended rinses and heat to jaw. Patient returned on (B)(6) 2020 with pain and tenderness buccally and lingually. Proceeded to explant # 28 due to infection. Site grafted. Patient to return in 4 months for implant re-placement. Symptoms as a result of the event: infection, tenderness, swelling, inflammation & pain.